Event description:
Allegedly revised due to "other indication". Right side.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 1043534-2013-01979. This report will be updated when investigation is completed. This event occurred in the (B)(6).